Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an insulin flow block alarm. Troubleshooting was performed and the insulin flow block was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was on the way to doctor to get medical treatment for high bgs found on (B)(6) 2023 (per ss event date). However, per customer's note: customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and was on the way to doctor to get medical treatment for high bgs found on (B)(6) 2023 (date of report). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 47.9 dailytotalofbasalinsulindelivered = 25.1 dailytotalofbolusinsulindelivered = 22.8 (B)(6) 2023 07:57:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 11:50:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.9 bolusamountdelivered = 1.6 on (B)(6) 2023 11:50:00.000, normalbolusamountprogrammed = 8.9 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 1.6 u. (B)(6) 2023 12:50:25.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.1 bolusamountdelivered = 0.6 on (B)(6) 2023 12:50:25.000, normalbolusamountprogrammed = 9.1u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.6 u. (B)(6) 2023 12:51:29.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 0.05 on (B)(6) 2023 12:51:29.000, normalbolusamountprogrammed = 5 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.05 u. (B)(6) 2023 12:54:51.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.2 bolusamountdelivered = 0.05 on (B)(6) 2023 12:54:51.000, normalbolusamountprogrammed = 2.2 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.05 u. (B)(6) 2023 13:05:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5 (B)(6) 2023 13:14:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6 bolusamountdelivered = 0.25 on (B)(6) 2023 13:14:14.000, normalbolusamountprogrammed = 6 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.25 u. (B)(6) 2023 13:30:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = 0.2 on (B)(6) 2023 13:30:40.000, normalbolusamountprogrammed = 1 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.2 u. (B)(6) 2023 13:35:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.625 bolusamountdelivered = 0 on (B)(6) 2023 13:35:10.000, normalbolusamountprogrammed = 1.625. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0 u. (B)(6) 2023 15:23:25.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.2 bolusamountdelivered = 0.05 on (B)(6) 2023 15:23:25.000, normalbolusamountprogrammed = 1.2 u. However, no delivery alarm/insulin flow blocked alarm was noted and the bolusamountdelivered = 0.05 u. (B)(6) 2023 16:58:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5 please see below for pump errors/alarms noted 1 week prior to the ss event date of (B)(6) 2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:37:51.000 (B)(6) 2023 22:51:58.000 (B)(6) 2023 23:01:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 11:49:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:05:27.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Low battery alert and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. No unexpected low battery alert and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 08:02:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 11:38:20.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2023 11:50:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:50:25.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:51:29.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 12:54:51.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 13:14:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 13:30:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 13:31:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 13:35:10.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 13:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:23:25.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2023 15:25:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 22:13:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 22:23:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the customer event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date of (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 45.8 dailytotalofbasalinsulindelivered = 28.8 dailytotalofbolusinsulindelivered = 17 (B)(6) 2023 15:53:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2023 23:50:50.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7 bolusamountdelivered = 7 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the customer event date of 12-nov-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.